Manufacturer narrative:
(B)(4). Lot 17g024 was manufactured july 17, 2017 ¿ july 19, 2017. One actual folfusor unit was received for sample evaluation containing approximately 20ml of fluid in the bladder. A visual inspection on the unit via the naked eye shows no evidence of leak or white spots. A functional leak test was performed by manually filling the bladder with green colored water. After fill, the unit was monitored until the next day and there was no evidence of a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a nurse went to disconnect a small volume folfusor from the patient, it was discovered that the bag containing the folfusor was wet with white spots, as well as the patient's bed. The nurse, patient, and caregiver had all been in contact with the 5fu; however, there was no report of injury or medical intervention associated with this event. No additional information is available.